Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing sets distal to the air eliminating filter. On unspecified dates, the tubing sets were to be used to deliver unspecified volumes of total parenteral nutrition (tpn), at unspecified rates, via gemstar pumps. It was reported that after the tubing sets were primed, unspecified numbers of air segments were noted distal to the air eliminating filter of the tubing sets prior to pt use. The customer contact reported that the tubing sets were reprimed and the air segments were removed from the tubing sets and the therapies were initiated. It was reported that the tubing sets remained in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospital personnel.